Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components detached from the dcs. The device was received with the capsule fully opened. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Voids are observed along the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. The carriage components are intact with no evidence of damage. From close observation, one of the actuator component tabs is hinging inwards. From close observation, one of the tabs does appear to have a stress mark at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device instructions for use (IFU) instructs ¿if the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Positioning difficulties do not typically indicate a failure to meet manufacturing specifications. Various factors can affect valve positioning including the patient anatomy or physician technique. The device was received back to medtronic for analysis. Voids are observed along the proximal end of the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. The device was received with the handle components detached from the dcs confirming the event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured four times. During deployment and release of the paddles, the actuator handle broke. The valve was successfully released by turning the ¿bare¿ knob. The end cap was used to retrieve the nose cone and remove the delivery catheter system (dcs). It was reported that the deployment knob tabs were intact and that both loading and recaptures were performed smoothly. No adverse patient effects were reported.